Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error 24 as he went for swimming along with pump. No harm requiring medical intervention was reported. Troubleshooting was performed and explained that the insulin pump performed safety checks and the error was found. The customer was not able to clear the alarm. The customer was advised to discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unit passed the displacement accuracy test (dat) with 0.0873 inches. Pump did not pass the self-test. During the self-test, pump error 63 (variable 3) occurred on (B)(6) 2023 13:57:22.000. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 24 was not found in the history files. Pump error 53 on (B)(6) 2023 15:23:19.000 was found in the history files due to a hardware error (efs#: na; file number: (B)(4); line number: 3041). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. Motor was tested outside pump and it passed. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Pump error 24 was not confirmed. Exposure to moisture was confirmed. Pump error 53 was confirmed due to a hardware error. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.